Event description:
It was reported that the system 7 sagittal saw was leaking a unknown substance during cleaning and sterilization at the user facility. This resulted in a 1 hour delay in a procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
It was further reported by the customer that this device did not have a leaking issue and therefore there was no delay. It will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the system 7 sagittal saw was leaking a unknown substance during cleaning and sterilization at the user facility. This resulted in a 1 hour delay in a procedure. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The device is not being returned for evaluation at this time. If additional information becomes available and the device is received a follow-up report will be submitted.